Event description:
It was reported that this right atrial (ra) lead exhibited oversensing. The ra lead was programmed to unipolar sensing and the patient is planned to receive a therapy upgrade to provide therapy. This ra lead remains in service. No adverse patient effects were reported.